Event description:
A pt reported blood glucose results of 135 mg/dl with a lifescan meter and 105 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer service representative walked pt through two control solution tests and both fell outside the specified range. The test strips were within expiration, stored properly, and not opened longer than the discard date. Therefore, there is in indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.